Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead failed to sense. The lead was not used and replaced during the procedure. The patient was stable.